Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedance measurements since implant. Currently shock impedance measurements are greater than 125 ohms. There have been no shocks delivered since implant. Boston scientific technical services (ts) recommended increasing the shock alert from 125 to 175 or 200 ohms and advised remote monitoring. No adverse patient effects were reported. The device and rv lead remain implanted and in service. Additional information received indicates that the patient will be monitored. If the impedances reaches 175 ohms the physician will perform a sync shock to obtain a true shock impedance measurement.